Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb needle hub was damaged. Complaint via email. Email(s) attached. Situation: medication was leaking near the base of the needle. Had only given 0.1-0.2 ml of rylaze, pulled needle out and upon inspection noticed the needle towards the base was compromised. Got a new needle and gave the rest of the dose, but it did result in the patient getting another poke. Per pharmacy, we did not need to redose for the small amount lost. Background: event date: 3/20/2026 item description: needle hypodermic 25gax1 safety glide 30 mfg #: 305916 lot #: 4299668 sample available: yes, please send the return label to the address and c/o person provided below. Was there injury? Reached the individual but did not cause harm.